Event description:
It was reported that a health care professional (hcp) expressed concern that this cardiac resynchronization therapy defibrillator (crt-d) delivered only anti tachycardia pacing (atp) during a ventricular tachycardia (vt) episode. Although therapy was reportedly programmed off, the device settings indicated that it was programmed on. Technical services (ts) reviewed the data and determined that, following the initial atp delivery, redetection occurred in the vt 1 zone. At the time the episode was recorded in the vt 1 zone, the device was programmed as a monitor only zone, with no therapy enabled. At a subsequent office visit, the device was reprogrammed after the episode had been recorded. The settings were updated to include therapy delivery in the vt 1 zone. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.